Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to the following patient identifiers: (B)(6).

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp), the subject device split and fell into the duodenal lumen and was migrating towards the small intestine. An endoscope was inserted to look for the cap and it was retrieved with a grasper and roth net. There was no reported patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to the lot number and the manufacturing date, and an update to the results of the final investigation (probable cause of the event). Corrected fields: d4 (lot number), h4. Updated fields: h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The most probable cause of the distal cover cracking includes the following: the connection between this product and the endoscope became unstable, and the distal cover cracked due to increased stress while it is in use. Chemical stress caused by chemicals adhering to this product caused the crack. However, since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.